Event description:
Upon review of the implant usage on monday (B)(6), the surgeon was made aware that they had implanted a cemented femur in the patient on friday (B)(6). The surgeon had thought he used a cementless implant and therefore had not use bone cement when fixing the implant to the femur.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the reported event was determined to be off-label as the subject device was not used as intended no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Upon review of the implant usage on (B)(6) the surgeon was made aware that they had implanted a cemented femur in the patient on (B)(6). The surgeon had thought he used a cementless implant and therefore had not use bone cement when fixing the implant to the femur.